Event description:
Following a knee scope operation performed in 2007, the patient was reported to have sustained a skin injury on an uncovered area located at the lateral aspect of the knee (outside of surgical area). The injury was initially diagnosed as a skin allergy. The skin injury appeared as three parallel lines, finger width and 5 cm in length. The wound is completely healed with some scarring. The physician reported that there have been similar cases which he now believes the injury may have been caused by a cord from one of the devices used in the procedure. The injury may have caused the cord from the scope or the reuseable patient cable attached to the turbovac 90, 3.5 mm 90 degree suction wand used in the procedure. No additional treatment is planned.

Manufacturer narrative:
Patient information - the patient was reported as a female and average weight. The initial reporter does not have the weight information; therefore, weight is being provided as an approximation by manufacturer. The device was not returned for investigation. Arthrocare has contacted the user facility to confirm if the reuseable patient cable is available for investigation. Awaiting further information if device will be returned for investigation.